Event description:
During a da vinci-assisted pyeloplasty surgical procedure, the patient experienced an injury to the duodenum, requiring intervention. The injury to the duodenum was caused from a thermal injury from the monopolar curved scissors (mcs) during dissection. No arching occurred and no other issues related to the mcs were reported. The surgeon did call in a general surgeon who then over-sutured the thermal injury on the duodenum. No additional tissue resection was required. The procedure was completed robotically with no further issues. No additional blood loss was not experienced due to this injury.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the monopolar curved scissors during this reported event for failure analysis investigations. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.